Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture threshold, measuring greater than 7.5v at 1.0ms. The lead was not dislodged and remains in the same position as when it was implanted. A tensile test was performed after disconnecting the device and releasing the suture sleeve, the lead was firmly anchored in the heart tissue. The lead screw was retracted and repositioned, and the lead was placed in a different position. The threshold was re-measured and is now lesser than 1v at 0.4ms. No additional adverse patient effects were reported. This rv lead remains in-service.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture threshold, measuring greater than 7.5v at 1.0ms. The lead was not dislodged and remains in the same position as when it was implanted. A tensile test was performed after disconnecting the device and releasing the suture sleeve, the lead was firmly anchored in the heart tissue. The lead screw was retracted and repositioned, and the lead was placed in a different position. The threshold was re-measured and is now lesser than 1v at 0.4ms. No additional adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.